Manufacturer narrative:
(B)(4). Erratic results. Testing was performed using a retained sample of architect total psa reagent 7k70-30 lot 86429lf00. Fifteen replicates of two in-house serum based samples consisting of free and complexed psa were assessed twice on one architect instrument. The results obtained were within the expected values and passed acceptance criteria. A review of the testing data generated by the quality control laboratory prior to approval of architect total psa reagent 7k70-30 lot 86429lf00 was performed. No anomalies were reported and all kit release specifications were met. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect total psa reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.this report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The account stated that discrepant architect total psa results were generated. On (B)(6), 2010 the following results were generated: 60.9, <0.05, 2.57 ng/ml. The sample was then run 5 times the next day with all results around 2.6- 2.7 ng/ml. In (B)(6) 2010, a result of 2.78 ng/ml was generated and in (B)(6) 2010 a result of 2.44 ng/ml was generated.